Event description:
Additional information received noted the pacemaker was explanted and replaced on (B)(6) 2021. The chronic leads were connected to the new device. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02408 it was reported that the patient presented remotely via merlin.net. Upon investigation, the pacemaker was found at elective replacement indicator (eri). In june 2020, the device battery indicated 1 year and 4 months. In january 2021, the battery went down to 4 months. The nurse believed this was a sign of early battery depletion. The right ventricular (rv) lead was also noted with high capture threshold that had increased since implant. No changes were made. No patient symptoms were reported.